Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that approximately 50 ml into their 1000 ml infusion, the pump stopped. They did not say what caused the pump to stop. They stated that they unplugged the pump but that it was still not working, and that after that, it looked like it was running, but there appeared to be no flow. Mmd did follow up with the initial reporter, who stated they had no information about the patient. There were not any adverse effects reported due to the complaint. No other information was provided. (B)(4).